Manufacturer narrative:
(B)(4). Unit passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm noted during self test and confirmed in pump history (variableinfo = 3) due to broken trace on u1 keypad assembly. No sensor anomalies noted during testing.

Event description:
Information received by medtronic indicated before the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Perform self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.